Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator unit leaked and water was dripping from the outside cover. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative, section d concomitant med prod data a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the pyxis station was exposed to water and sustained water damage due to a facility water leak. A technical support specialist (tss) confirmed that the old station was offline and that no data or patient migration was required. The new station was accessed, verified as out of service, and successfully placed into service from the server, with communication and sync info 2.0 confirmed. The tower and refrigerator were visible but not configured due to missing serial numbers, and arrangements were made for specialist assistance when the customer was onsite. A field service engineer (fse) confirmed that the station was exposed to water due to a facility ceiling leak. Water exposure affected the station, auxiliary tower, bd refrigerator, zebra printer, and medications. The issue was escalated to the supervisor and account executives. The station was safely powered down and relocated, no testing or repair was performed, and the devices were recommended as total loss. The system functioned as intended after technical support specialist and field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator unit leaked and water was dripping from the outside cover. However, there were no delays, adverse events or injuries reported based on this event.